Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate¿ system irrigation pump. It was reported that there was no transition of flow from high to low, and vice versa when radio frequency was applied and stopped. Manual function only. There was no patient consequences reported. There was no delay in the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This reported high flow rate activation and high flow rate deactivation issues have been assessed as a reportable malfunction.

Manufacturer narrative:
Additional information was received on february 22, 2018. The generator was set in automatic mode. The generator and pump did not display an error. The generator and pump product information was also provided. The generator information is a stockert generator / us catalog #: 39d76x / serial #: (B)(4). The pump information is a coolflow® irrigation pump / catalog #: cfp001 / serial #: (B)(4). The pump information was updated from smartablate¿ system irrigation pump / catalog #: unk_smartablate pump / serial #: unknown to coolflow® irrigation pump / catalog #: cfp001 / serial #: (B)(4). Since the serial number has now been provided, the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We have also assessed this issue as a reportable malfunction under the stockert generator. The awareness date for this generator report is february 22, 2018 as this is the date that we were made aware that the stockert generator was used in the procedure. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturing reference number: (B)(4).

Manufacturer narrative:
The device history record has been provided on august 29, 2018. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 7, 2018 stating that the root cause was not known. Then on november 20, 2018 additional information was received clarifying that the issue was resolved by controlling the flow rate manually during the ablation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a smartablate¿ system irrigation pump. It was reported that there was no transition of flow from high to low, and vice versa when radio frequency was applied and stopped. Manual function only. There was no patient consequences reported. There was no delay in the procedure. Additional information was received on february 22, 2018. The generator was set in automatic mode. The generator and pump did not display an error. Additional information was received on november 7, 2018 stating that the root cause was not known. Then on november 20, 2018 additional information was received clarifying that the issue was resolved by controlling the flow rate manually during the ablation. Repair follow-up was performed and the device was not shipped for service. Service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to be confirmed. Manufacturer's reference number: (B)(4).